Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the wallflex stent ulcerated through a tumor. The wallflex stent was placed in the patient's colon on an unspecified date. The patient presented to the hospital complaining of pain. A colonoscopy revealed the previously placed stent had ulcerated through a tumor in the patient's colon. The affected section of the patient's colon was surgically removed. The patient was reported to be stable post procedure.